Event description:
The hospital reported that three vh-1111 oculars were damaged. The RMA form stated "oculars have got cracks and are broken later." The devices were not being used to treat a patient when this was noticed. The products are not returning.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).